Event description:
It was reported that an arteriotomy closure was attempted in the common femoral artery with three proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The sutures of the three proglide devices were successfully pre-placed. The sheath was upsized to a 21f sheath and the tavr procedure was completed. Reportedly post procedure when attempting to close using the knot pusher, the knot of two devices did not slide down. The knot of the third device was successfully advanced and tightened (worked as intended); however, complete hemostasis was not achieved. A cut down was done to achieve hemostasis (surgically sutured to close). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under a separate medwatch report number.